Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that a couple of years ago the patient stopped having the pump filled because the pain medication was not working. The patient "had it in now for a couple years" and has had no medication put in it. The patient started to hear a dual tone beep coming from his pump about a month ago and the patient would like to have the pump removed. The pump was delivering prialt.